Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent unexpected medical intervention (removal of foreign body) appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation of a lesion in the posterior lateral coronary artery. The 2.8x16mm graftmaster covered stent failed to cross and the stent dislodged. A snare device was used to retrieve the dislodged stent. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided. The vessel treated was the atrioventricular branch with heavy calcification and moderate tortuosity. There was resistance noted prior to the dislodgement due to the anatomy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation of a lesion in the #4 artery. The 2.8x16mm graftmaster covered stent failed to cross and the stent dislodged. A snare device was used to retrieve the dislodged stent. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.